Event description:
It was reported, the disposable leaked 24 hours into the 48-hour home infusion. Patient reported leaking from the pigtail extension tubing and the equashield adapter. No patient injury reported.

Manufacturer narrative:
D4 and g5 are unknown. No further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.